Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life with moisture) issue. It was alleged there was moisture in the battery compartment. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 04-jan-2019 with the following findings: on investigation, moisture corrosion was confirmed in the battery compartment as well as inside the pump on the printed circuit board; moisture due to leakage through a crack in the battery compartment. The alleged battery life issue was not able to be investigated due to the pump¿s inability to power on; please see medwatch report #2531779-2018-18547.